Event description:
It was reported that during a routine follow up, loss of atrial pacing was observed. X-ray imaging confirmed the atrial lead had dislodged. The lead was capped and replaced on (B)(6). The patient was stable before, during and after the procedure.